Manufacturer narrative:
The complaint was reopened on 10/10/2024, as the customer reported still having issues. After reviewing with the customer, it was able to be determined that the root cause remains the same - user error - in not applying the return pad in the correct location. The surgical site was the arms/hands, while the pad was placed on the thigh of the patient. Per the IFU, it is suggested to apply the return pad as close as possible to the surgical site. If additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges that they are still having issues with the device, as some patients are still feeling tingling sensations in their arms during use.

Manufacturer narrative:
The customer redacted the complaint at a later time. However, based on the information received from the end user, a root cause was able to be determined. According to the customer, the patients are not required to remove jewelry before operation with the device. The IFU for this product states "remove any loose fitting jewelry from the patient before activation. To avoid the possibility of an electrosurgical burn to either the patient or the physicians, do not allow the patient to come in contact with a grounded metal object during activation." The shocking sensation in the patient's right hand was due to metal jewelry on that hand. Root cause was determined to be user error. This should be considered the final report. However, if additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "we got a complaint that a patient was feeling a shocking sensation in their right hand when this unit was being used, it was on monopolar mode and set to 20w coag and 20w cut and when used the sensation started. When I asked the doctor exactly what happened they did not have it setup or anything and removed everything, so I do not know the placement of the ground pad or anything. I also performed an electrical safety on the unit, and it failed. It was reading .900 ohms for power cord resistance and .834 micro amps on the chassis leakage. I inspected the power cord and it did not have any frays and actually looks to be in good condition, so I tried another new power cord I know works and it had similar readings, so the unit is having some internal leakage issues I think. Just wanted your input on what else I can check for and the process for sending this unit in as I am sure we will."